Event description:
It was reported that during the middle cerebral artery (mca) m1 occlusion procedure when the subject catheter was close to the thrombus the operator began to do negative aspiration. The entire system was then withdrawn and checked under digital subtraction angiography (dsa) for any residual blockage. When attempting to use the subject catheter again, the operator discovered that its tail was fractured, it could not pass the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the middle cerebral artery (mca) m1 occlusion procedure when the subject catheter was close to the thrombus the operator began to do negative aspiration. The entire system was then withdrawn and checked under digital subtraction angiography (dsa) for any residual blockage. When attempting to use the subject catheter again, the operator discovered that its tail was fractured, it could not pass the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. B1 product problem - corrected - no product problem. H1 type of reportable event - corrected - no malfunction. H4 manufacturing date ¿ corrected - changed from incorrect date provided in initial submission. D4 expiration date - corrected - changed from incorrect date provided in initial submission. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned for analyses. There was a dried blood noted in the hub. The catheter was seen to be kinked 14cm from the hub and at the distal end. The catheter tip was seen to be intact. There was no fracture noticed at the catheter tip, therefore, the reported event could not be confirmed. The presence of dried blood in the hub is an indication that insufficient flush might have been a factor in this complaint. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter tip broken/fractured during use was not confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer; there was no damage noted to the device or the packaging prior to use. The device was prepared as per dfu. Continues flush was set up and maintained throughout the procedure. The patient's anatomy was not tortuous. An assignable cause of procedural factors will be assigned to as analysed catheter shaft kinked/bent as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of not confirmed was assigned to the as reported catheter tip broken/fractured during use as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.